Event description:
The caller stated he had difficulty inserting an sct tracheostomy tube because of the flexible obturator and the tube actually ended up turning the wrong way in the pt's trachea. The caller stated that the tube navigated proximally upward and caused desaturation of the pt until it was turned down the trachea in the correct position. The caller stated that pt did not need any treatments. Subsequent to the initial callers report, a copy of uf/importer report (B)(4) regarding the same info was received.

Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. The device history record for the lot number provided will be reviewed. Info has been added to the database for trending purposes.